Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; anal pain; rect pain; thi pain; off vag dis; diff bowel; rec incont; aggrav incont; psych. Nonsurgical treatments: on (B)(6) 2011, the patient commenced pain medication: palexia 150 mg (2x daily); endone (as required) for the treatment of: rheumatoid and osteoarthritis and back pain. Treatment duration: 10+ years. On (B)(6) 2015, the patient commenced incontinence medication. Cannot recall for the treatment of: urinary frequency through night; nocturia. Treatment duration: less than 6 months. On (B)(6) 2012, the patient commenced psychological medication: pristiq (daily) for the treatment of: depression. Treatment duration: 10+ yrs. On (B)(6) 2011, the patient commenced other medication (please specify): ural (as required); antibiotics (as required) for the treatment of: infections. Treatment duration: 10+ yrs. On (B)(6) 2011, the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: recurrent pop. Treatment duration: 10+ yrs.